Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The caller stated they were unable to connect with the implant and they were just seeing device not responding. The patient was escalated and very frustrated. The caller said it took them 6 hours to urinate, it was hard to urinate, and it hurt at the implant site. They patient alleged that they were so frustrated with their device not connecting that their blood sugar had gone up. They also stated they could not feel the device. Patient said they had been trying to use the device for a week. Troubleshooting was not completed, the patient was not able to connect on the first attempt, became frustrated and ended the call. The patient called back, noting they had called the day prior because their external equipment was not connecting with their implant. They reported they couldn't get their external equipment to connect. Patient services offered assistance, patient declined stating they might call back for assistance. They stated they had problems with the device since day one and continued having issues with their bladder being so full that it hurt their uterus and the device wasn't helping with this issue. The patient reported the day prior they had threatened self-harm. They also stated they passed out on their porch because they were diabetic and their blood sugars were high. The patient noted their husband took them to the ER and they got a catheter put into drain their bladder, the healthcare provider in the ER said they had to have the catheter put in for a week. They said the device wasn't working for them anyway and asked if they should turn the device off or leave it on. It was reviewed this was a medical decision and they were redirected to their healthcare provider. The patient also responded to the letter, they stated the actions/interventions taken to resolve the report that they had not peed all weekend were staying in the house, laying down/staying off their left side and taking all meds until monday. They were asked to clarify the reported event and they stated they were not putting the one on their butt and it was better at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the therapy has not worked since implanted and she cannot pee. Patient further explained that they have not peed all weekend long and that the therapy has made the urinary problems worse. Patient was able to connect. The handset shows therapy is on,patient is at 1.1 v in p 1. Patient increased to 1.4 v and confirmed she can feel stim now. No further complications were noted or anticipated refer to related (B)(4): handset/stim issues.